Event description:
Reported that no sample was pipetted in well e6 during pipetting of hbc assay. No sample/no error message was generated by the summit. Field service engineer found plunger clamp #6 bent. No death or serious injury was associated with this incident.